Event description:
It was reported that the patient has one screw holding the implant in place with two screws floating loose. The patient continues to experience pain, difficulty with activities of daily living and inability to ambulate. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4) d10: unknown custom shell, unknown screw, unknown 12mmx150mm arcos stem, unknown size b x60mm high offset body, unknown standard length 28mm cocr head, unknown medium 40mm dm poly mobile liner g2: foreign: united kingdom multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01669 0001825034 - 2023 - 01667 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted: device location is unknown.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on evaluation of medical records. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: custom acetabulum due to acetabular defect and metallosis damage. The implant has one screw holding it and has loosened 2 screws floating. Patient continues experiencing pain and difficulties with daily living. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.